Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at ingalls memorial hospital reported the cns-6201a (pu-621ra sn: (B)(6) display was not active/was frozen. Customer performed a hard reset before contacting nka technical support. Service requested troubleshooting/assistance service performed customer reported the issue was resolved upon replacing the hard drive. Investigation result per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The cns was put into service on 07/26/15. The cns-6201a model was discontinued on (B)(6) 2018 in mmbex 069 [a] due to the introduction of cns-6801a. Customer reported there was an issue with the unit's hard drive. The unit/hdd was not returned and no nka evaluation was performed. A review of cns history found no previously reported issue with the unit freezing or issues with the hard drive. The cns-6201a contains two hdd's to minimize risk of loss to device functionality upon hdd failure. Cns-6201a service manual advises that one hdd can be replaced without stopping monitoring. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. Regular maintenance inspections are recommended every 6 months. The cns service manual provides a maintenance check sheet, which includes checking the operation of the unit and status of hardware information. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the replacement of the hdd is addressed in the service manual. Customer's maintenance information for this unit is not available. Unit has no history of nka servicing or hdd replacement. Review of 2019 tickets opened at ingalls memorial hospital found no additional issues reported relating to freezing or hard drives of the pu-621ra. Customer currently has 10 pu-621ra units registered. Approximate age of the unit was 4 years. From the information available, the root cause is unknown. The issue was reported beyond the warranty period and product discontinuance. No further issues have been reported for the cns. Unit has no prior history of issues with freezing. No adverse trend is found at this facility. Corrected information: d10. Device available for evaluation? H3. Device evaluated by manufacturer.

Event description:
The biomed reported that the central nurse's station (cns) application display was frozen. No patient harm or injury were reported.

Manufacturer narrative:
The biomed reported that the central nurse's station (cns) application display was frozen. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) application display was frozen. No patient harm or injury were reported.